Event description:
Healthcare professional reported 2 months after injection to the marionette lines with juvederm voluma patient developed swelling and redness. Patient was "treated", however, type of treatment was not specified by the physician.

Manufacturer narrative:
UDI#: na. Further info from the reporter regarding event, product, or patient details has been requested. No additional info is available at this time. The events of swelling and redness are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.